Event description:
Patient was revised toa ddress loosening of the patella, femur, and tibial tray at the cement/implant interface. The manufacturer of the cement used in the primary surgery is unknown.

Manufacturer narrative:
(B)(4). The products associated with this reported event were not returned for examination. Product information required in retrieving the device history records for reviewing and searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the provided information. Based on the performed investigation, the need for corrective action is not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.